Event description:
Analysis was completed on the returned generator. Upon analysis, the device was verified to be at expected end of service. No anomalies were noted.

Event description:
It was reported that the physician could not establish communication with the patient's generator. The patient has been referred for generator replacement, but it has not occurred to date. Attempts for further information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2011, due to the generator battery being dead. Explanted product was returned to the manufacturer, but analysis is pending.